Manufacturer narrative:
An evaluation of the device cannot be performed as the device was misplaced/discarded at the hospital and was not returned to the manufacturer. Additional information has not been made available per surgeon preference. Should additional information become available in the future it will be reported in a supplemental report.

Event description:
Right total knee procedure. As doctor was drilling through the baseplate, the drill broke. No adverse consequence to the patient, no delay in surgery.